Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and eleven months post filter deployment, the patient presented with right flank pain. Subsequent computed tomography (CT) revealed that there was an inferior vena cava filter with mild moderate chronic transmural penetration of its component. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that mild-moderate chronic transmural penetration of inferior vena cava filter components. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.